Manufacturer narrative:
Follow-up #1: date of submission 14-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the threads on the side. Moisture corrosion was found to the battery canister. A leak test revealed a battery compartment leak. The returned battery cap threads were stripped and damaged at the top coin slot; it was unable to maintain electrical connection. A test battery cap was used for testing, however, the pump was unable to power on. Further testing was not able to be performed. The pump¿s cover was removed and moisture corrosion was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged the pump had intermittent power, with moisture in the battery compartment, and a worn battery cap top. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.